Manufacturer narrative:
A ge oec service representative investigated the issue and found the customer was not following system shutdown procedures and corrupted the system software, software was re-loaded and function restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported issue with data loss. Some pt files were not present when image directory was accessed.